Event description:
It was reported that, "screwdriver tip broke off while screwing in acetabular screw. Tried to use the other screwdriver and it would not engage in to the screw head."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.